Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
An advocate in (B)(6) stated his daughter's blood glucose was 3.2mmol/l at 2:05 using the contour next link. She had an ear infection, was up all night vomiting. She was given sips of (B)(6). An ambulance was called in the early morning and she was at the hospital by 9:00. Her blood glucose was tested by the hospital and it was 25mmol/l she was admitted to the ICU and put on IV fluids and insulin. The patient was released from the hospital on (B)(6) 2015. The advocate was advised to return the test strips for evaluation.

Manufacturer narrative:
Correction: the customer was from the (B)(6) event description, and initial reporter.